Event description:
"Ff"/emt's responded to a person described as in cardiac arrest. The device was connected to the pt and the analyze button pressed. The device advised no shock and the pt was intubated and CPR begun. The pt was analyzed by the device four add'l times and no shock was advised. An als unit arrived and took over the scene with a manual defibrillator/monitor. Drugs were administered but the pt's ECG did not convert to a shockable rhythm and the pt was not resuscitated. Upon review of the downloaded event data, the rptr indicated the analyzed segments might contain enough of a shockable rhythm to allow the device to shock the pt. The rptr indicated the device did not cause or contribute to the death of the pt because the pt was not viable.